Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was not cleared, patient is interested in upgrading pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted healthcare provider for alternate insulin therapy.